Event description:
It was reported that bd alaris smartsite pump infusion set was damaged. The following information was received by the initial reporter with the following verbatim it was reported by a customer that they found a hole in tubing line and dripping on the floor.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported a hole in the tubing and leaking, and returned one used sample of material 2420-0007, lot 25075374. Upon initial visual examination, the set verified the complaint of tubing damage, and there was a cut/hole in the silicon near the upper fitment of the silicon pumping segment. The root cause for the pumping segment tear, could not be traced the manufacturing process. The root cause is unknown. There is a potential root cause for clinical pump loading, and a member of our clinical team has reached out. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.